Event description:
Adverse event: required intervention. Onset of adverse event: during the procedure/second device to treat perforation. Device issue: failure to cross. Time of device issue: during the procedure. It was reported that the patient had a perforation in the left anterior descending artery (lad) caused by a non-abbott device. The jostent graftmaster was unable to cross through a previously deployed stent. As a result, prolonged balloon inflations were used to seal the perforation. There were no adverse patient effects reported. No additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.